Event description:
I had two dexcom g6 sensors fail to deploy from the application device. These were the fourth and fifth devices that I have had fail in the last 6 months. The insertion needle in the application devices failed to retract and the sensors were not properly deployed. The insertion needle was stuck inserted into my abdomen along with the sensor wire. I had to carefully and painfully remove the sensor adhesive to avoid tearing the insertion needle through my skin. When the sensor fails to deploy, they are rendered unusable and must be disposed of. These two device failures, while expensive, also put me in a position to run out of supplies that are necessary for keeping me alive and healthy. FDA safety report ID #: (B)(4).